Manufacturer narrative:
The field service engineer (fse) followed up with the user facility, it was confirmed that: the workstation was not moved at the time of the reported failure. The customer confirmed that the workstation has been serviced locally by a medical facility. The customer confirmed that the gas cylinder was not fitted to the workstation. It was indicated that the caster was not available for return. Additionally, it was stated that there were no pictures of the caster available. During an on-site inspection, the fse confirmed that the screw broke in the middle, causing the castor to break off. Correction: in the initial report submitted regarding this event, it was indicated that the type of investigation was ¿10 - testing of actual/suspected device¿ which is incorrect given that the caster device was never returned. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Due to the lack of device return as well as no available of images to confirm the allegation, a complete investigation was not possible. The definitive root cause of reported event could not be determined, however the information that has been supplied similarities suggesting this is potentially an example of a known issue with this model of workstation (fatigue fracture of the castor mounting spigot). This assumption could not be verified without the return of the castor for full analysis. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the workstation exhibited a broken screw in the middle, causing the castor to break off. There were no reports of patient involvement.